Event description:
The customer's mother reported that cannula "came off" and her son's blood glucose read "high" (>500 mg/dl) and it took four hrs to return to normal range. She also stated that the cannula looks shorter than other pods.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The investigation found no defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin. The caller reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed, nor excluded, by laboratory testing. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka)," and "if your readings is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."